Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Product was not returned for evaluation.

Manufacturer narrative:
Evaluation completed. Visual inspection found the handpiece was not physically damaged. A functional test was performed using a stellaris system. The handpiece tuned, primed and functioned as intended. In addition, processed water was run through the irrigation tube of the handpiece, and out onto a 0.45-micron filter, in an attempt to trap any possible particles. The water was then vacuumed off through the filter. Microscopic examination of the filter found two dark colored particles. The largest particle is approximately 253 microns wide by 391 microns long. The particle was sent to a laboratory for analysis. The dark colored particle was analyzed using an energy dispersive spectrometer (eds). The results indicate that it consists primarily of carbon and oxygen. Lesser concentrations of calcium, copper, zinc, silicon, titanium, iron, aluminum, magnesium, and sulfur were also detected. This is consistent with organic material, mineral deposits, and brass and steel corrosion products. The source of the particle is unknown. Therefore, the root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Manufacturer narrative:
Additional information was received that the serial number of the device is (B)(6). The device has been requested for return but not received yet. A review of the device history records found that the device meets all physical and functional requirements. This investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility reported a particle entered into patient¿s eye using the handpiece. No clinical consequence and no secondary surgical procedure needed. The product and lot number were not provided.